Event description:
The customer alleged they received questionable n-terminal pro b-type natriuretic peptide (probnp) results on their elecsys 2010 analyzer for two patients. The initial probnp results for both patients were not consistent with the patients' conditions and new measurements were requested. The first patient's initial probnp result was 46.74 pg/ml and it was reported outside the laboratory. On (B)(6) 2012, the sample was repeated and the result was 10207 pg/ml. On (B)(6) 2012, the patient had a new sample drawn and the result was 7509 pg/ml. On (B)(6) 2012, the second patient, an (B)(6), male, had an initial probnp result of 49.51 pg/ml and it was reported outside the laboratory. On (B)(6) 2012, the sample was repeated and the result was 21065 pg/ml. On (B)(6) 2012, the patient had another sample tube tested that was drawn at the same time as the original sample and the result was 21631 pg/ml. The patients were not adversely affected by this event. The probnp reagent lot number was 168452 and the expiration date was not provided.

Manufacturer narrative:
A root cause could not be determined. Calibration and quality control were good prior to the run. A performance test was done and showed no indication of an instrument issue. A service visit was performed. A complete maintenance was done and the sample pipettor was changed.

Manufacturer narrative:
This event occured in (B)(6).